Manufacturer narrative:
(B)(4). Batch # h51f0v. Additional information was requested and the following was obtained: what type of procedure was the device used in? It was found during operation preparing. When the cartridge was found to fall off the device, the product was not admitted into the or. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results showed that the tlh30 device was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened and the reload was loaded into the device, the reload clicked into place, the device was turned upside down and tapped; the reload did not fell out. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reload to eject from the device, it is possible that the package was submitted to higher forces then normal during transportation allowing the cartridge to disengage from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon found that the cartridge fell off the device after he opened the outside package. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.